Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02567. The pt underwent a procedure to have a cervical scs system implanted. It was reported the physician had difficulty with placement of the surgical leads; therefore, he pulled out the leads and implanted a different model lead. It was reported the surgery was extended by approx 45 mins due to the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.